Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic after cardiac arrest, device was found to reach eri in (B)(6) 2016. Patient has not been seen in clinic since 2013. The battery estimation history was not available, so it battery discharge trend was unclear. Premature battery depletion was suspected. Device will be replaced.